Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was unknown. Troubleshooting for air bubbles anomaly was performed. Customer advised they noticed a big air bubble inside the reservoir and only 1 bar on the battery icon. Customer was advised to change out the battery and communication was lost. Customer blood glucose level was unable to be confirmed.